Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer. (B)(4).

Event description:
The customer reported that while in patient use after running for a few minutes, the ventilator "shut off". They were able to get it to restart, but it "shut off again". The ventilator alarmed appropriately so the patient was transferred to another ventilator quickly while being hand ventilated. No patient harm.